Event description:
A malfunction alarm was reported by the customer regarding the tandem pump, marked by error 199 and malfunction code malf 0, indicating a pump issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.